Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (citrobacter freundii) was misidentified as escherichia coli twice. Confirmatory testing was performed using a rapid ID test and chromager. No health impact or consequence reported. Report 1 of 6.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4310163. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show identifications of lelliotta amnigena and escherichia coli when using the complaint batch. To investigate, retention panels of the complaint batch and control panels from the same material but a different batch number were tested using in house isolates e. Coli enf 18187, citrobacter freundii 8221, proteus mirabilis enf 9912, klebsiella pneumoniae ssp ozaenae enf 8869 and providencia stuartii enf 23024 on a phoenix m50 instrument and evaluated for identification results. All panels tested returned the correct identification for their inoculated isolates. This complaint is not confirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate was incorrectly identified. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate was incorrectly identified. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (citrobacter freundii) was misidentified as escherichia coli twice. Confirmatory testing was performed using a rapid ID test and chromager. No health impact or consequence reported. Report 1 of 6.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.